Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with an elevated blood glucose (bg) level around 500 mg/dl and ketones that were not identified as dangerous by a healthcare provider. Cause was not known. Reportedly, the customer experienced a stoke due to bg level. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2025 with the issue resolved; however, it was identified that there was some permanent brain damage. System check with tandem technical support confirmed the pump was functioning as intended.